Event description:
An overinfusion of heparin occurred, the pump was set to deliver at a rate of 20 ml/hr. It was noted that 25,000 units had infused in 2.5 hrs. Addl medication was administered and the pt was reported in stable condition.

Manufacturer narrative:
Manufacturer's report date 8/8/97. The pump was returned to the manufacturer and was visually and functionally tested. Rate accuracy tests were performed and met mfg specifications. The mechanisms were extended with no alarms resulting. The channels were run wihout any incident. We were unable to locate the stated infusion protocol (reported by the user) in the event log for this unit. We were unable to duplicate the reported event and determine the cause for the reported overinfusion.